Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number identified has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during recanalization procedure for a patient having proximal part of blood vessel occlusion via superficial femoral artery, the patient allegedly experienced pain after two centimeters of wire insertion and so the procedure was stopped to perform angio and saw nothing. It was further reported that, the wire started coming out thus reinserted the wire distally to continue with the procedure; however, the patient allegedly experienced pain again as the wire started pulling into the catheter and subsequently the wire was lost. Reportedly, the wire and the catheter were removed. The procedure was continued in an attempt to run the catheter with and without wire in water and found that the catheter was eating the wire. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during recanalization procedure for a patient having proximal part of blood vessel occlusion via superficial femoral artery, the patient allegedly experienced pain after two centimeters of wire insertion and so the procedure was stopped to perform angio and saw nothing. It was further reported that, the wire started coming out thus reinserted the wire distally to continue with the procedure; however, the patient allegedly experienced pain again as the wire started pulling into the catheter and subsequently the wire was lost. Reportedly, the wire and the catheter were removed. The procedure was continued in an attempt to run the catheter with and without wire in water and found that the catheter was eating the wire. There was no reported patient injury.

Event description:
It was reported that during recanalization procedure for a patient having proximal part of blood vessel occlusion via superficial femoral artery, the patient allegedly experienced pain after two centimeters of wire insertion and so the procedure was stopped to perform angio and saw nothing. It was further reported that, the wire started coming out thus reinserted the wire distally to continue with the procedure; however, the patient allegedly experienced pain again as the wire started pulling into the catheter and subsequently the wire was lost. Reportedly, the wire and the catheter were removed. The procedure was continued in an attempt to run the catheter with and without wire in water and found that the catheter was eating the wire. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.